Manufacturer narrative:
Breas received the device on september 24, 2025, and was inspected by the breas service department. The initial report did not allege that the breas device cause or contributed to the patient death. The investigation concluded that the breas device performed according to specification and there was no problem detected with the device. This report will be closed.

Event description:
On (B)(6) 2025, at 6:52 pm et, patient support rep (B)(6) contacted delivery technician (B)(6) about an issue with patient (B)(6)' (11-year-old patient) pulse oximeter. At 6:58 pm et, (B)(6) troubleshot the device with mom (B)(6) and a (B)(6) in-home nurse. Mom had already called 911 before contacting ams. Emergency services tested patients' vitals with their equipment and concluded the patient was stable and readings from (B)(6) equipment provided similar results and had left. The patient was reported stable at this time. (B)(6) prepared replacement equipment and departed for the patient's home at 7:20 pm et. He arrived at 9:20 pm et, where the nurse informed him that 911 had been called again during his travel time. (B)(6) exchanged both the pulse oximeter and patient cable, with the nurse signing for the exchange. During this process, mom called the nurse and informed them that the patient had passed away. At 9:51 pm et, (B)(6) contacted his supervisor (B)(6), who instructed him to document the incident. (B)(6) sent detailed information to (B)(6). He added a note to the patient's (B)(4) account, and the equipment was quarantined in the warehouse for further investigation.